Manufacturer narrative:
A1-a6: patient information is pending follow-up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files from the patient's original system controller ((B)(6)) showed that the driveline (dl) was disconnected and reconnected four different times on (B)(6) 2024. There were no alarms just prior to the dl disconnects so the reason for the disconnects was unknown. Three self-tests were performed with success in the office before obtaining the event log files. Additional log files were sent for review on (B)(6) 2024. This event log file showed that the patient had connected to controller (B)(6) on (B)(6) 2024 at 6:32:05. This was followed by the alarm silence button being pressed numerous times, but there were no alarms. The dl was disconnected on (B)(6) 2024 at 11:51:03 & reconnected on (B)(6) 2024 at 11:53:13. When the dl was connected the pump operated as intended.

Manufacturer narrative:
A4: patient weight was requested but not provided. E1; reporter phone number was not available. Manufacturer's investigation conclusion: the reported event of the driveline being disconnected and reconnected multiple times was confirmed. The submitted controller (serial number (B)(6)) event log file contained data spanning 6 days (09aug2024 ¿ 14aug2024 per the timestamp). The driveline was disconnected on 11aug2024 from 16:19:46 to 16:19:54, 16:21:55 to 16:22:12, 16:26:19 to 16:26:38, and 16:27:42 to 16:28:07; driveline disconnected, pump off, and low flow hazard alarms activated as intended when the driveline was disconnected. The pump ramped up to the set speed without issue when the driveline was reconnected each time. The driveline was disconnected again at 16:32:27 on 11aug2024, the power cables were disconnected at 16:33:40, and the controller was powered off at approximately 16:37:02; these events are consistent with the controller being exchanged. The driveline was not reconnected to the controller in the log file. The controller was briefly reconnected to the power module on (B)(6) 2024; this is consistent with the retrieval of the log files. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. Log files from system controller (B)(6) were also submitted for review. Review of the log files revealed that the controller was previously the backup controller and was first connected to the pump on (B)(6) 2024; this is consistent with the data in the log file from (B)(6) showing that the controller was exchanged on (B)(6) 2024. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the driveline was disconnected); however, no response was received. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.